Event description:
Per the independent repair center, the customer alleged problem is alarming. The key failure is the pilot valve is alarming and shutting down. Additional malfunction is the power switch has a low audible alarm.